Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Per medwatch mw5107273, it was reported that cadd reservoir cassette is alarming no disposable, pump won't run. No patient injury reported.